Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a breast augmentation surgery with implantation of an undisclosed gel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral rupturing of her breast implants and baker grade capsular contracture of the left breast using unspecified imaging methods. As a result, the patient underwent removal on (B)(6) 2022. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-07681 for the contralateral event.